Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of separated tubing. The root was determined to be a lack of solvent at the connection between the tubing and the stress-member. This device is a single use device and will be discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to (B)(4) that the tubing of an intermate lv 100 device separated from the device during patient use. The device was filled with pamidronate, and was being attached to the patient when the tubing separated. Device evaluation determined that this condition was caused by a lack of solvent at the connection between the tubing and the stress-member. No patient injury or medical intervention was reported. No additional information is available at this time.